Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. Bd determined that the indicated failure was most likely attributed the manufacturing process. Ftir testing was performed, and the foreign matter was determined to be medical grade silicone that is applied during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in had foreign matter. The following information was provided by the initial reporter: when opening the package, it was found that there was gum in the needle shield and catheter tube. If operator rubbed the gum down by hand, there would be an obvious sense of granularity.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in had foreign matter. The following information was provided by the initial reporter: when opening the package, it was found that there was gum in the needle shield and catheter tube. If operator rubbed the gum down by hand, there would be an obvious sense of granularity.